Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was transferred to another ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).